Event description:
It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, the patient had a patch less cervix and a large fibroid on the anterior wall of a 10 cm uterus. After three minutes into the case, the machine alarmed, and indicated a fluid lost at the rate of about 1 cc per minute. The doctor restarted the machine, and there was a second fluid lost alarm at the rate of 23 cc per minute. The vagina was examined and a burn had occurred, and the doctor noticed a white area internally. The case was then aborted. The tenaculum stabilizer was used but based on the cavity size and the large fibroid could have led to the fluid loss. The patient was treated with silvadene cream. The follow up visit did not show any signs of a burn or blanching. The patient was reportedly "fine".

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.